Manufacturer narrative:
No unexpected button error alarms, scrolling anomalies, blank display anomalies, audio/beep tone anomalies, black out/full segment display anomalies and vibration anomalies noted during testing. Passed pump self test, displacement test and off no power test. The operating currents were in spec. Intermittent button response on the act button due to moisture damage on keypad traces noted. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube and cracked battery tube threads. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump had a button error alarm and numbers were ramping on the display. The customer's mother also reported that the device had a constant tone, then a blank display, followed by vibration. Blood glucose level at the time of the incident was 299 mg/dl. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.